Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported error via the error log. The fse was unable to reproduce the reported event due to time constraints. The fse flushed the main arm nozzle assembly for possible clogs and validated the instrument by running quality control (qc). The qc passed and was within published customer ranges. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2020 through aware date (B)(6) 2021. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 error messages states the following: [2070] clogging detected during specimen suction by main arm. Cause: the negative pressure detected after specimen suction exceeded the standard. The specified amount of specimen may not have been obtained because the sampling nozzle was blocked. The measurement result will be blocked (sc flag). Solution: verify that the specimen is free of solid substances (such as fibrin) or that there is sufficient volume of specimen if it is prepared in the primary tube and retry the measurement. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to failure of sample nozzle.

Event description:
Customer reported an error 2070 clogging detected during specimen suction by main arm on the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting beta human chorionic gonadotropin (bhcg) and prolactin (prl) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.